Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced right cylinder migration with an inflatable penile prosthesis (ipp) as the component had moved from the corpora to the scrotum. A surgical procedure was performed in which the existing device was removed. The physician did not speculate as if the cylinder was initially placed incorrectly. There was no evidence of trauma to the pelvic region but the physician believed it was possible. There were no device malfunctions and no patient complications related to the event.